Event description:
A customer reported problems with the footswitch during a procedure. The surgeon converted to an extracapsular cataract extraction to complete the surgery. There was no harm to the patient and a delay of more than 15 minutes.

Manufacturer narrative:
The company representative examined the system and found a non-conforming footswitch which caused the system to generate a system message - footswitch failure: up-switch failure. The footswitch was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).